Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced high blood glucose level of 477 mg/dl. The customer's other relevant blood glucose value was 323 mg/dl. The customer stated that the tubing of the infusion set broke which led to high blood glucose levels of the customer. The customer treated high blood glucose level with insulin pump. The customer declined the troubleshooting for high blood glucose levels. The device is not expected to be returned for analysis.